Event description:
It was reported that this device delivered inappropriate shocks over multiple episodes due to supraventricular tachycardia and oversensing of noise. The shocks were delivered while an exploratory laparotomy was in progress. No adverse patient effects were reported. This device remains in service.